Event description:
It was reported the patient experienced leg weakness, loss of sensation and incontinence right after trial lead was implanted. Physician decided to remove the lead to address the issue. Symptoms improving.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.